Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-202 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue with the drawer not detected on the bus. A field service engineer confirmed with the customer stating that the issue had been resolved after rebooting the station and functionality verified. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es whole drawer and cubie failed and required maintenance. The customer reported that users were unable to remove medications from the drawer. The users were able to obtain the medications from another station resulting in a delay. There were no adverse events or injuries reported based on this incident.